Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 16 x 3.00mm promus elite drug-eluting stent was selected to use for treatment. However, it was noted that the stent was broken at the transition point where the wire comes out when the stylet is removed. The device broke before it entered into the patient's body. No patient serious injury nor complications were reported.